Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user came to the clinic and reported that she stopped responding to sounds.

Event description:
Hearing performance with the device is affected. The user came to the clinic and reported that she suddenly stopped responding to sounds. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Hearing performance with the device was affected. The user came to the clinic and reported that she suddenly stopped responding to sounds. The user has been re-implanted.

Manufacturer narrative:
Overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. No date for revision surgery has been set yet.

Event description:
Hearing performance with the device is affected. The user came to the clinic and reported that she suddenly stopped responding to sounds. Re-implantation is considered.